Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2023, on (B)(6) 2023, the patient felt some discomfort where her sensor was placed. The patient took the sensor off and was monitoring the area." H2: correction.

Event description:
On (B)(6) 2023, the patient felt some discomfort where her sensor was placed. The patient took the sensor off and was monitoring the area.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The skin was prepped with soap and water prior to sensor insertion. On (B)(6) 2023, the patient felt some discomfort where her sensor was placed. The patient took the sensor off and was monitoring the area. On (B)(6) 2023, the patient had a fever, and the sensor site was red. Therefore, the patient went to the emergency room (ER). The patient was diagnosed with mrsa (methicillin-resistant staphylococcus aureus) and was admitted to the hospital. The patient was treated with the following: oral augmentin, oral keflex, oral bactrim, and IV ampicillin. The patient was discharged home on (B)(6) 2023. On (B)(6) 2023, the patient had a computed tomography (CT) scan of the arm. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).